Event description:
It was reported that, since (B)(6) 2019, there have been episodes recorded as vf due to noise on the rv lead. The patient will be scheduled for an s-ICD implant due to lack of venous access on both sides.

Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the manufacturing documents of the device as well as on the provided data. In the provided iegm episodes artefacts were visible in the right ventricular channel, which led to the reported oversensing. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead itself would be necessary to determine the root cause. Should additional information or the device itself become available for analysis, the investigation will be updated.